Manufacturer narrative:
Gtin#: (B)(4). Complaint conclusion:  a power flex pro (7mm4cm 80) balloon catheter was advanced to the calcified lesion, but the balloon ruptured.  The balloon was removed intact. It is unknown how the procedure was completed. There was no reported patient injury. The target lesion was unknown. The patient's vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or from the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure.  No additional information is available.  The device was not returned for analysis. A device history record (DHR) review of lot 17443978 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported balloon burst-at/below rbp (peripheral) could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (calcified lesion) may have contributed to the reported event. According to the instructions for use, the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
A power flex pro (7mm4cm 80) balloon catheter was advanced to the calcified lesion, but the balloon ruptured. The balloon was removed intact. It is unknown how the procedure was completed. There was no reported patient injury. The product will not be returned for analysis. The target lesion was unknown. The patient's vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or from the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. No additional information is available.